Event description:
Primary stability achieved, no osseointegration. Extremely hard bone. Probable no osseointegration, possible overheating of bone and infection. About 4 weeks after surgery implant loosened.